Event description:
It was reported that the patient developed hives and difficulty breathing after the use of a dressing. The dressing was being used to hold a duragesic patch in place. The patient took two benadryl pills to treat the reaction.